Event description:
Additional information was received on august 30, 2023. The pt reported they had issues with their stimulation that started "months and months" ago and they had met with a manufacturer representative (rep) at that time about this issue. The rep told them to increase their stimulation. The pt confirmed they had increased their stimulation. Then, in august 2023, the pt noticed that their stimulation was not working as well as it used to and they were having to charge more frequently (every 6 hours). They were redirected to see their doctor to further address these two issues.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was it seemed like the stimulation stopped working or something. Caller stated they are in a lot of pain since yesterday and think they need to turn the stimulation up. Caller stated the controller shows "stimulation is off." Caller stated the implant has 100% battery. Agent walked caller through turning stimulation on. Caller confirmed they could feel the therapy. Caller asked how to increase the stimulation. Agent walked caller through increasing intensities. Caller was in group b and did not have group adjust available. Agent walked caller through bringing programs 1-4 up by 0.2. Caller stated they were starting to feel a little bit of vibration now and said it was comfortable. Agent reviewed making adjustments and implant battery level causing stimulation to turn off. Caller stated they don't let the implant get low and charge every 2 days. Agent reviewed with caller everything appears to be working as intended and instructed to monitor the issue and call back if it persists. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.